Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient alleges dryness and irritation of the left (os) eye and stated was see by physician and prescribed drops for the treatment of a fungal infection. Good faith efforts have been made to obtain medical information without success. This event is being reported out of an abundance of caution due the allegations of an eye infection, incomplete diagnosis, lack of medical information, and unknown resolution.